Manufacturer narrative:
Unit had intermittent button response due to corroded keypad traces. No ramping numbers noted during testing. Unit was received with cracked case at display window corners, reservoir tube lip, battery tube and scratched display window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 393 mg/dl. The customer states that the scroll bar on the device is not moving up or down and that the numbers on the screen are ramping up on their own. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.